Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibit noise that was over-sensed by the device and led to pacing inhibition. No intervention was performed. No patient consequences were noted.

Event description:
New information notes that the right ventricular lead exhibited additional noise that was over-sensed by the device and led to pacing inhibition. No patient consequences were noted, and the patient condition will continue to be monitored.

Event description:
New information notes that the right ventricular (rv) lead exhibited additional noise that was over-sensed by the device and led to pacing inhibition. The rv lead was explanted and replaced. The patient was in stable condition.

Event description:
New information notes that the right ventricular lead exhibited additional noise. No intervention was performed. No patient consequences were noted, and the patient condition will continue to be monitored.

Manufacturer narrative:
The reported event of noise was confirmed. Final analysis found a complete lead was returned in one piece. Visual analysis found an external insulation abrasion breaching the outer insulation and exposing the outer coil consistent with friction to the device can located at the proximal region of the lead. The cause of the reported event was due to the exposure of the coil in the abrasion zone. Electrical testing did not find any indication of conductor fractures or internal shorts.